Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a gas loss issue. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to reproduce the customer's reported issue. Upon review of the log files, the stm observed fault code #16 and fault code #25 indicating an issue with the system software. The stm reinstalled the software, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a gas loss issue. There was no patient harm and no adverse event was reported.